Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately at 3:59am on (B)(6) 2019, when she obtained an alleged inaccurately high blood glucose result of ¿239 mg/dl¿ on the subject meter compared to ¿170 mg/dl¿ on a onetouch verio meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with novolin r insulin (no adjustments). She was unable to say if she made any changes to her usual diabetes management routine as a result of the alleged issue. She reported that 45-60 minutes after the alleged issue began, she developed symptoms of ¿felt faint, can¿t think clearly, sweaty and nervous¿. She reported that she self-treated these symptoms by eating, and then felt better. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. The patient also confirmed that she had used an approved sample site to obtain the blood samples and she described the correct testing steps. She did not have control solution to test the meter and test strips and education on its use was provided by the cca. Replacement products, including control solution, were sent to the patient and the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Felt faint, can¿t think clearly, sweaty and nervous, after obtaining an alleged inaccurately high blood glucose result on the subject meter.